Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. The patient underwent another procedure on (B)(6) 2009 and advantage fit was implanted. Additionally, on (B)(6) 2013, mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(4) 2004 and mesh was implanted concurrently with barde composite mesh, cystocele repair and possible sacral colpopexy.

Manufacturer narrative:
Date sent to the FDA: 10/11/2016. (B)(4). It was reported that following insertion the patient experienced infection, urinary and bowel problems, organ perforation, recurrence, dyspareunia and vaginal scarring.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005, and a mesh was implanted, due to cystocele, rectocele and sui. It was reported that the patient underwent cystocele repair and urethrolysis/release of sling on (B)(6) 2014, due to cystocele recurrence and urethral obstruction. No additional information was provided.